Event description:
Per the clinic, the patient experienced distorted sound (reverberation and crackling) with device use and a reduced speech understanding. It was also reported that the patient experienced pain with and without stimulation, balance issues and tinnitus. Troubleshooting attempts were made; however the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2024 and the patient was reimplanted with another device during the same surgery.

Manufacturer narrative:
Device analysis report attached.